Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient stated she had not used or recharged her scs system in 2-3 months. The sjm representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been resumed.